Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible recon plates was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release. A review of the raw material device history record revealed it to conform with all requirements at the time of acceptance with one ncr written for the raw material ncr - us1064555. A review of the ncr noted above for the raw material lot reveals it has no relationship to the complaint. The nonconformance noted was due to a deep scratch on two billets found during 100% cosmetic inspection at inspect dimensional. The two billets with the scratches were scrapped; therefore, this nonconformance has no relationship to the complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the operation on (B)(6) 2013, the matrixmandible reconstruction plate was broken during bending. Another product was used to complete the case. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the additional evaluation are as follows: as received, the plate has been cut / broken into 4 pieces. It appears that the last 2 holes on the (patient's) left end of the plate as well as the last 4 holes on the (patient's) right end of the plate (through the laser etch) have been cut off. The remaining (patient's) left part of the plate has been bent almost to a 65 degree angle, mostly around the third hole from the center line of the plate. The break occurred between the first and the second hole from the center line towards the (patient's) ride side of the plate. There has been some contouring of the broken (patient's) ride side of the plate. Multiple deep marks / gouges are noted along both center portions of the plate. All features related to the complaint that could be measured were found to be conforming to specification. However, due to the damage from the cuts / breaks, not all features could be measured. Since all relevant features could not be verified, this complaint is indeterminate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.